Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that the red display wire was exposed and the white display wire was pinched. The epg keyboard was scratched and five case screws were contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output connectors on the external pulse generator (epg) were broken, leading to an inability to lock the cable in to the unit. The epg has been returned for service. There was no patient involvement.